Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 550 mg/dl. The customer stated that she was not able to calibrate her blood glucose readings. The customer was advised to turn off the alarms for tonight and to attempt to calibrate in the morning since it is getting late.